Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Exp date should have been 31-mar-2014 rather than 31-may-2012. MFR date should have been 25-mar-2011 rather than 01-may-2009. (B)(4). Final analysis found that both the proximal and distal insulations were damaged at 26.7 cm from the connector pin due to clavicular crush. The damaged distal insulation resulted in a short between the coils. This would cause the reported noise anomaly.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.